Event description:
It was reported that the customer needed assistance with changing her infusion set. The customer received a no delivery alarm during a bolus. The customer declined troubleshooting for the no delivery alarm because she was able to solve the issue. The customer's blood glucose was 530 mg/dl at the time of no alarm. The customer explained that she had eaten a large lunch and was not connected correctly to the insulin pump. The customer then corrected what was wrong and her blood glucose levels decreased. The customer was not injured or hospitalized due to the high blood glucose levels. The customer was able to insert the infusion set successfully. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.